Event description:
Philips received a complaint reporting a check vent: primary alarm failed error code occurred on a v60 ventilator. The problem occurred at a repair center; the device was not in clinical use. There was no harm. A manufacturer's product support engineer (pse) confirmed the code in the event log. The device alarmed as expected. The pse determined speaker #2 required replacement. The speaker was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there were no issues found. The pil technician installed the speaker into a pil v60 standard test bed (stb) for testing and noted a check vent: primary alarm failed alarm with repeat occurrences of diagnostic code 1102 during the diagnostic portion of the stb operation. In addition, the pil technician verified that the speaker failed pin to pin and solder to solder joint testing. The failure of this returned speaker was determined to be due to an open resistance to the voice coil of the speaker. The pil analysis concluded the returned speaker is faulty.